Manufacturer narrative:
Per report, "issue is unit is not powering on and customer is looking for a replacement. The vacuum pump is used in operating rooms of our surgery center. The unit was intermittently working until it finally stopped working. The defective unit was taken out of service and an alternate unit was used in its place. No issue with patient. However, we have had to purchase a brand new unit because the process to get the unit repaired is very slow, time consuming and inefficient." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "issue is unit is not powering on and customer is looking for a replacement."